Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter tampa bay. Device was returned due to the 2009-077-rn homechoice / homechoice pro iipv field communication and software upgrade. The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement: 0.102 ohm (specification (B)(4)). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). Measured main ground bus resistance from door post to power entry module (pem) rear ground prong; total ground bus resistance was 0.045 ohm. Measured door frame to door post; resistance was 0.035 ohm. Measured door frame to pem rear ground prong; resistance was 0.006 ohm. Agitated the door post, corrected door frame to door post resistance was 0.002 ohm. The assignable cause was a loose connection at the door frame to door post interface. The product did not meet specification due to: ground bond failure. Device was sent to servicing